Manufacturer narrative:
Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The skin at the sensor insertion area was red and itched. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020 and prescribed a topical corticosteroid. No additional patient or event information is available.